Event description:
Md was unable to deploy the stent in the common bile duct. The physician was able to re-sheath the stent and remove it safely. Subsequently, a biliary stent was successfully placed. No harm came to the patient other than an extended procedure time. The manufacturer's representative was present during the procedure and was aware of the problem. The md said that the representative encouraged him to use a longer stent, which is the one that was unable to deploy. The rn noted that the representative is new and felt that the length of the stent was the reason it did not deploy. Both md and rn do not feel that there is a problem with the product upon retrospective review of the case. Both the md and the rn are very experienced in performing this procedure.